Manufacturer narrative:
(B)(4). Additional information: a labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A baxter sales representative reported to product surveillance, on behalf of the customer, that an administration set was observed to have no flow, of sodium, during infusion. The set was working within specification during priming and there was no kink or physical defect found before priming the set. The set was spiked in baxter 0/9% sodium 100ml ((B)(4)) bag. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.